Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505036- liner standard 3.5 mm offset 36 mm- 64629595; 00877503602- bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14- 3011834. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02609. The reported event of superficial infection <30 days occurred post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent a right hip revision approximately 2 weeks post implantation due to a possible infection. During the procedure the surgeon performed a washout, then replaced the head and liner. Attempts have been made and additional information on the reported event is unavailable at this time.